Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Manufacturer narrative:
Based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed one opening on the posterior side assessment as fold flaw opening. Additional observations: ¿ crease fold observed on the device. ¿ wear abrasion observed on the device. ¿ yellow particles inside device.

Event description:
Healthcare professional reported rupture. This record is for left side. The device has been explanted and replaced.

Event description:
Healthcare professional reported rupture. This record is for left side. The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.